Event description:
A malfunction was reported, indicating a problem with the equipment. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported on the customer¿s blood glucose level. Technical support planned to replace the pump to address the issue, according to the customer's contact.